Event description:
It was reported that there were concerns regarding a recorded episode with ventricular tachycardia requiring an anti-tachycardia pacing (atp). It was suspected that the arrhythmia is atrial rather than ventricular. Data was provided to boston scientific technical services for review; however, it could not be confirmed. Noise was observed on the shock egm resulting in low uncorrelated values. Although noise on the shock egm does not always indicate an issue, it is important to evaluate the lead integrity. Troubleshooting recommendations to exclude mechanical issues/lead impairment by performing posture changes isometrics, evaluate lead electrical testing, and consider an x-ray of the device/lead system were provided. No adverse patient effects were reported. This device, right ventricular lead and right atrial lead remain in-service.

Event description:
It was reported that there were concerns regarding a recorded episode with ventricular tachycardia requiring an anti-tachycardia pacing (atp). It was suspected that the arrhythmia is atrial rather than ventricular. Data was provided to boston scientific technical services for review; however, it could not be confirmed. Noise was observed on the shock egm resulting in low uncorrelated values. Although noise on the shock egm does not always indicate an issue, it is important to evaluate the lead integrity. Troubleshooting recommendations to exclude mechanical issues/lead impairment by performing posture changes isometrics, evaluate lead electrical testing, and consider an x-ray of the device/lead system were provided. No adverse patient effects were reported. This device, right ventricular lead and right atrial lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.